Manufacturer narrative:
Product analysis: corresponding mas associated with complaint not returned for analysis. Multiple solera rmas set screw lots returned with similar issue (burrs noted at final tightening). Functional evaluation with sample product rmas bone screws and reduction break-off set screws confirmed issue. The above observations are consistent with manufacturing issue.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with preoperative diagnosis of scoliosis underwent unspecified surgery on levels t3-l3 on (B)(6) 2016. Intra-op, shavings came off the set screw almost immediately upon engaging set screw. Proper technique was used and the shavings or threads was noticed almost immediately. No patient complication was reported. As per sales rep, no fragment remained in patient because it was washed out really well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.